Event description:
On the same day of the procedure, the pt complained of chest pain. An emergent repeat angiography was performed which revealed thrombus in the previously implanted cyphers'. They were fully occluded with thrombus. Aspiration and poba were conducted to treat the thorombus. Unk amounts of heaprin were administered on until four days after the procedure. The pt was dischargef six days after the procedure. Per the physician, the probable cause of the sat was due to the under dilation of the stent in the mid rca.